Manufacturer narrative:
When preparing a 4mm x 4cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter (bc) and when de-airing, the balloon sucked in some air and blisters were visible on the tip. The intervention was finished with a new saber balloon. Afterwards the balloon was dilated in a water tank in order to see if it was leaking. There was no leak visible. There was no reported patient injury. The device was returned for analysis. One non sterile saber 4mm x 4cm 150cm bc was returned. Per visual analysis the balloon was deflated and appeared to have been inflated. No damages were noted on the distal tip or on any other section of the device. Per functional analysis no leaks were detected. A device history record (DHR) review of lot 17293220 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage-during negative prep¿ and was not confirmed by analysis of the returned device as functional analysis was performed successfully. The reported ¿distal tip - damaged-during prep¿ and was not confirmed by analysis of the returned device as no damage was noted during visual and functional analysis. The exact causes of the reported events could not be confirmed. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device.¿ the device performed as intended and therefore the reported events and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
When preparing a 4mm 4cm 150 length saber percutaneous transluminal angioplasty (pta) balloon and when de-airing, the balloon sucked in some air and blisters were visible on the tip. The intervention was finished with a new saber balloon. Afterwards the balloon was dilated in a water tank in order to see if it was leaking. There was no leak visible. There was no reported patient injury. The device will be returned for analysis.